Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited undersensing. No changes or intervention were reported. The patient¿s condition was not known.

Event description:
New information received notes that the undersensing issue was discovered remotely via merlin.net. The implantable cardiac monitor (icm) exhibited undersensing, likely due to patient¿s position. Programming changes on the sensitivity was adjusted remotely. There were no patient consequences.